Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr procedure, the patient was revised because a 52 liner was implanted into a 54 shell. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, this case represents a procedure variance and does not represent a device malfunction. Based on the limited information provided, the patient was revised because a 52 liner was implanted into a 54 shell by mistake. The impact to the patient beyond that which has been reported cannot be determined. Should any additional medical information be provided, this complaint would be re-assessed. A review of complaint history did not revealed additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.